Event description:
N/a

Manufacturer narrative:
Catalog number was 022101. The corrected aia-2000st catalog number is 022100.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2017, field service engineer (fse) followed-up with customer over-the-phone. Customer reported that the error occurred after calibration but was not seen on the quality controls (qc) and patient samples. The error did not return and they were able to run qc and patient samples without any issues. The instrument was performing within specifications. No further action required by fse. A 13-month complaint history review and service history review for serial number (B)(4) from (B)(6) 2016 through (B)(6) 2017 for similar complaints was performed. There were no other similar complaints identified during the searched period. The aia-2000 operator's manual under a4. Appendix 4: other error messages indicates that error a550 "the analyte applicable to a management number ([aaa]) does not exist. [Aaa]: management number" is generated when there was non-conformity in the assay management numbers which are managed between the analyzer and controller pc. The solution suggested for the user to consider an error between the analyzer and controller pc and to contact tosoh service center or local representatives. The most probable cause of the reported event cannot be determined. The issue resolved prior to follow up calls.

Event description:
On (B)(6) -2017 a customer reported getting error a550 flag "the analyte applicable to a management number (xxxx) does not exist" three times on the aia-2000 instrument. The customer was unable to run patient samples on beta human chorionic gonadotropin (bhcg), luteinizing hormone (lh), estradiol (e2), intact parathyroid hormone (ipth), and progesterone (prog ii). Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for bhcg, lh, e2, ipth, prog ii. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.